Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the pulse generators header. The lead was able to be inserted after multiple attempts. Electrical measured values were normal. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.